Manufacturer narrative:
Device is being returned for service. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device is not cutting and works intermittently. No harm reported. Device to be returned for service. No additional information available. 1216677-2025-00050, lp-20-120, leep (B)(4).

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 01/06/2015 and shipped on 03/16/20215. Manufacturing record review: DHR's were reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: there is no service record for this unit. There is a record the system (lp-10-120) unit being converted to a demo unit june 2017. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Majority of complaints were not confirmed while others were due to previous issues not relevant on this unit. Product receipt: the complaint unit was returned 10/23/2025. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was evaluated, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.